Event description:
It has been reported to philips that fluoroscopy and cine intermittently stay on without request. There was no reported patient or user harm. Philips has investigated this complaint. The clinical use at the time of the event was unknown. No patient or user harm was reported. A philips remote service engineer (rse) spoke with the customer who alleged that the x-ray intermittently stayed on after the footswitch was released due to a sticking footswitch. A philips field service engineer (fse) inspected the system onsite and log files were analyzed. Analysis of the logs showed that there was no indication that the footswitch was sticking and there was no indication that the x-ray exposure was still running after the footswitch was released. Nonetheless, the fse replaced the footswitch. After replacing the footswitch, the system was otherwise returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Assessment of the system log files determined that radiation stopped the moment the footswitch was released. However, after the footswitch was released, the x-ray on indicators remained on, giving the incorrect impression that the x-ray was still active or that the footswitch was stuck. This was caused by a known software issue causing the x-ray on light and signals to not turn off immediately after the foot switch is released. When this issue occurs, x-ray indicators remain on after the termination of x-ray emission. X-ray emission is terminated correctly when the foot pedal or hand switch is released, and there is no risk of unintended radiation. Based on the investigation results, philips concludes that the complaint is not reportable.

Manufacturer narrative:
The codes were updated based on the investigation outcome.